Manufacturer narrative:
Medical review: reportedly, an iol (single-piece silicone with toric optic) was explanted almost one year postoperatively to address subjective disturbances ("blurred vision and dysphotopsia") and decrease in visual acuity. According to the report from the facility the event was not device related. The explanted lens was used as a piggyback lens. Patient prognosis was fine. Given this information about lens being implanted as a piggyback lens is off-label use since per dfu "indications: "the silicone 1p toric iols are intended to improve uncorrected visual acuity, correct aphakia and decrease refractive cylinder resulting from corneal astigmatism in persons aged 60 and over. The device is to be implanted into the capsular bag through a tear-free capsulorhexis (circular tear anterior capsulotomy)". This is a confirmation about device causality (not related) since there is no data to support implantation in such patients that have been previously implanted with a different iol. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated a aa4203tl silicone single piece lens with toric optic was implanted in the patient's right eye on (B)(6) 2014. The lens was explanted (piggy back explant) on (B)(6) 2015 due to blurred vision, glare disability, dysphotopsia and impaired vision - 20/80 acuity. No other lens was implanted. This incident was not product related. Patient does not have any pre-existing ocular conditions or related illness. Patient is doing fine. No other information provided.

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method - lens work order search results: a lens work order search was performed and no similar complaint was found. Conclusion - conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on product. Device history record review: the reviewing of the device history record confirmed that the raw material, manufacturing, packaging and sterilization process followed the sops and all the parameters were within specifications. After the document review and root cause analysis, it is determined that the root cause is highly unlikely to be related to the product. It is possible that the root cause of this complain is the off-label use. Conclusions: off-label, unapproved or contraindicated use. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. This device was used as a piggyback lens, this lens was used for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use. (B)(4).